Manufacturer narrative:
During power up, the unit returned a pump error 37 which kept popping up on the lcd display and was not able to be cleared. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test or verify pump error 23, low battery alarms due to the pump error 37. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to change battery 3 times in less than three days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.